Event description:
It was reported that the low flow and flow show for air leakage. The water tube from arctic gel pads had a tapered part that was deviant. They have photos. During use and no incident for the patient. Per follow up information received via mail on 10mar2026, lot number updated. Sample is available for investigation (used). The information was correct. They would like to add that the reported issue contains a kink in one of the water supply tubes. The kink was directly underneath the connection point between the hose and the white plastic inlet.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.